Manufacturer narrative:
Investigation summary: received 35 unopened, unused 20g x 1" viavalve sister samples. Twenty random samples of the returned sister samples were visually evaluated for unseated catheter, seal presence, cracked hub, punctured catheter, and unseated seal and tested for seal leakage. The evaluated samples were found to be acceptable without any failures. Based on sample analysis, the complaint cannot be confirmed as a manufacturing nonconformance. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that the needles have been failing to stop blood from coming out of the hub once they have disconnected the needle and before they were able to connect the j-loop to the hub of the catheter. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.